Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The product was not returned for examination. The issue could not be verified and a root cause could not be determined with confidence. If the sample is returned in the future, a follow-up report will be provided.

Event description:
The needle broken upon insertion into patient and there was blood splatter.